Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with an alert for high, out of range, pacing lead impedance. Trends show the pacing lead impedance gradual increased over time. Loss of capture was also noted. The pace/sense portion of the lead was capped and the defib portion remains active.